Event description:
The lay user/pt contacted lifescan (lfs) in 2006 and alleged that his one touch ultrasmart meter kept powering off during use. Lfs was ablt to obtain additional info from the pt. The pt reported that in 2006 at 7:00 am, the pt tested on the subject meter with a result of 5.4 mmol/l (97 mg/dl). He was feeling shaky (hands were shaking), had dry mouth, and constant thirst. He ate his breakfast (branflakes, toast, concentrated orange juice, and tea with sweetex). He also took his morning dose of oral medication (1 1/2 tablets of gliclazide). At 9:00 am, the pt boarded an airplane had his meter with him. He was still experiencing the same symptoms as before, but also had a headache. He attempted to test on the reported meter, but the meter kept powering off during use (displayed the strip code and then powered off). The pt now felt weak at the knees and his arms felt limp. He asked a flight attended for a glass of lucazade and some soft sweets, which made him feel meter. He attempted to test on the meter 10-15 mins after that and was able to obtain a result of 20.3 mmol/l (365 mg/dl). At 10:00 am, once the landed, the tested his blood on the subject meter again and obtained a result of 13.5 mmol/l (245 mg/dl). At the time of troubleshooting, it was verified that this was not a new meter and that there was no trauma to it. The pt had replaced the battery per the owner's manual and the condition of the battery contacts was good. The pt was educated on automatic shutoff, but the meter shut off before the time was up. Therefore, the issue was not resolved. This complaint is reported because at the time of the event when the pt was experiencing symptoms and attempted to test on the subject meter, it failed to provide a result. The pt felt better after admin self-treatment. Although the meter functioned post event, it turned off before the time was up during troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/pt.